Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a reverse shoulder arthroplasty the device broke. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. The reported event was confirmed as one unpackaged, ar-9628, 3.0 mm drill bit, batch number 022402, was received for investigation and the visual evaluation revealed that the tip of the device was broken and the shaft / the thread was twisted. Functional testing was not performed due to the damage of the device. The most likely cause for the reported failure can be attributed to misuse due to excessive user-applied mechanical forces.